Event description:
It was reported that the user performed a factory reset of the ilet due to perceived aggressive post-meal corrections that coincided with workouts, leading the user to feel they were trending low prior to exercise; the user then reprogrammed the device with a lower reported weight and indicated this improved their experience. Symptoms included low glucose down to 50 mg/dl treated with oral glucose. Outcomes included insufficient information to determine broader health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence."